Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare provider reported capsular contracture grade baker grade iii, "hyperintense ovoid areas that can be focal ruptures", "right retroareolar nodular image", "a 3.6cm lipoma was identified." This is for the right side. Device has been explanted.